Event description:
Customer report the valve on the end of the one step catheter came off while inside a patient during a thoracentesis procedure. No patient harm.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation.the valve was detached from the device, and the valve body was missing from the hub assembly. This complaint is confirmed. The most likely root cause of the failure can be attributed to the valve body seated incorrectly into the welding machine or the welding cycle was completed incorrectly. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality and management team members.